Manufacturer narrative:
Retain samples were retrieved for analysis. Sutures and needles were found intact and no defects were observed. All the values are within the control limits and requirements.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a circumcision procedure on unknown date and suture was used. Postoperatively, the patient developed infection. Additional information has been requested.

Manufacturer narrative:
The procedure was approximately 2 months ago. The suture was used on skin. The patient presented with symptoms of infection 3-4 days after the procedure. For treatment, the suture was removed and antibiotics were started. The current condition of the patient was reported as well. (B)(4).